Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a broken pitch cable at the distal clevis hub. Additional observation not reported by the customer was bipolar pin damage: the bipolar pins were bent. No other damage was found. Evidence not conclusive but bipolar pin damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci s surgical procedure, the wire had been torn off of the fenestrated bipolar forceps instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.